Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was 134 mg/dl. Customer stated the crack from the reservoir across maybe 1/4 up the glass. Customer stated the insulin pump was dropped. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with deep scratches on the display window, a cracked reservoir tube lip and a scratched case.